Manufacturer narrative:
The device (part#mcen133) was evaluated and indicated that the instrument was bent and broken. The distal part was missing. The instrument also presented some traces of excessive effort. No manufacturing or material defect had been identified. (B)(4). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted in resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).

Event description:
The device (part#mcen133) was returned to mxi service and repair.